Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a physician from (B)(6) of peritonitis, increased temperature and granulation tissue in a patient coincident with dianeal pd4 ambuflex therapy for capd (continuous ambulatory peritoneal dialysis). On (B)(6) 2012, dianeal therapy was interrupted for a pre-planned surgery on (B)(6) 2012. At the time of this report, the action taken with dianeal therapy was reintroduced at the same dosage. On an unreported date, the patient experienced granulation tissue around the origin of the pd catheter. On (B)(6) 2012, the patient was switched from pd therapy to hemodialysis in preparation for a pre-planned surgery and admitted to the hospital for an umbilical hernia on (B)(6) 2012. On (B)(6) 2012, the patient experienced increased temperature and was diagnosed with peritonitis manifested as abdominal pain. The patient was moved to the internal medicine unit of the hospital due to the abdominal pain. On (B)(6) 2012, the patient received remedial treatment of abdominal lavages and began mirocef (250mg ip qid) and ketocef (250mg ip qid) for the peritonitis. The patient received remedial treatment of silver nitrate for the event of granulation tissue around the origin of the pd catheter. On (B)(6) 2012, the remedial antibiotics were discontinued and the event of peritonitis resolved. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient restarted pd therapy.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.